Event description:
It was reported that the external pulse generator (epg) displayed a self-test error code. The error was replicated and was cleared. Technical support (ts) explained the self-test process. The epg remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).